Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7154171. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50. Batch/lot number: 7150432. Serial number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced pocket discomfort at the implantable pulse generator (ipg) site. The patient underwent a pocket revision procedure wherein the ipg was replaced. The patient was doing well postoperatively, and the explanted ipg was discarded by the medical facility.